Manufacturer narrative:
Correction: h6 codes updated to device in backup mode.

Event description:
It was reported during remote follow up that the pacemaker had done into backup mode. Device settings could not be restored because inductive telemetry was unable to be established. No intervention was reported. There were no patient consequences.